Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2384 was received for investigation. Visual inspection identified that one corner of the blade component was noticeably worn/dull. The most likely cause for the reported failure is wear and tear.

Event description:
On 03/30/2022, it was reported by a sales representative via sems that a ar-2384 cutter is dull. This was discovered during an unknown case, with no patient effect reported.